Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a review of the follow-up CT imaging, there was no evidence of a type ia endoleak but rather a type ii endoleaks. Type ii endoleaks are anatomy related and not considered to be related to the device. As of the date of this report, there have been no additional patient sequelae reported.